Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 3.5lbs due to moisture damage on the force sensor resistor. The pump was received with cracked display window corners on the case, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was receiving a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 160 mg/dl. Customer stated that she has been having an issue while doing the infusion set change. Customer stated that when the piston rod moves forward, it will sound and move slowly. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.